Event description:
The account alleged, the bed exit is not alarming after the delay.

Manufacturer narrative:
The accounts maintenance could not duplicate the malfunction. The account replaced the tape switch to repair the bed.